Event description:
It was reported that the device was used during a vien procedure. It was reported that the clips were dropping out of the end of the device. Another device was used to complete the case. There was no consequence to the patient.